Manufacturer narrative:
(B)(4). This complaint was visually confirmed in the lab. The assignable cause was determined to be related to the manufacturing process (operator error). A batch review was performed and no issues were noted, and no other complaints have been received for this batch. A trend review was performed, and found the trend for this type of complaint is stable. No other similar complaints have been received (to date) in 2010. Baxter will continue to monitor similar reports to determine if further actions are required. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A baxter sales representative received a report about a torn overpouch. No injury or medical intervention was reported.